Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after a significant fall the patients lead had been fractured. Surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The event of fractured lead/elective ipg replacement was reported to abbott. The patient had fallen within the last year. The entire system was replaced due to a lead fracture and an ipg upgrade. Effective therapy was restored post op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.